Event description:
It was reported that during implant attempt, the physician experienced fixation difficulty implanting the left ventricular lead. A smaller lead was needed for patient's smaller vessel. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.